Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer powered up intermittently. When the programmer would not power up, the leds (light emitting diodes) on the panel all lit up and stayed on as long as power was applied to the programmer. The cp (computing platform) found out of electrical specification. (B)(4).

Event description:
It was reported the programmer would not turn on. The programmer was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Further analysis was performed on the cp (computing platform) and no anomalies were observed; the root cause could not be determined.